Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that their device has died, and there is a blank dot in the center of the view screen. The customer states that the buttons are unresponsive. The customer's blood glucose level at the time of the incident was unknown. The customer states it was around 220mg/dl. Troubleshoot for the blank display was conducted. The customer was advised to change out the batteries as soon as possible. The customer is also being sent out replacement battery cap. The customer was advised to call back if issues persist.